Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that resistance was experienced during the fill process. Reportedly, customer believed the resistance was experienced due to unspecified cartridge septum damage. Customer's blood glucose level was 342 mg/dl.